Manufacturer narrative:
The reported event of high pacing threshold was not confirmed while the reported event low pacing lead impedance was confirmed. As received, a complete lead was returned in one piece. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. During electrical testing the lead had shorted due to over torqued inner coil at the connector region. The cause of the reported event of low pacing lead impedance was isolated to the over torqued inner coil at the connector region. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented to the hospital. Upon review, the right ventricular lead exhibited high capture threshold. The patient presented for a lead revision procedure. During the procedure, while attempting to reposition the lead, the lead exhibited low pacing impedance. The lead was explanted and replaced. The patient condition was stable.